Event description:
It was reported that an 8lpc tracheostomy tube cracked during the procedure. No other info is available.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot #. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.